Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) name of hospital: (B)(6).

Event description:
Unomedical reference number (b)4) event occurred in the unites states it was reported that the patient experienced high blood glucose (bg) levels and ended up in the hospital due to diabetic ketoacidosis (dka). The patient mentioned the inability to administer more bolus doses, leading to hospitalization. Current bg value is 220 mg/dl. Bg value upon admission to the hospital was 331 mg/dl. The patient received an insulin drip during hospitalization. Hospitalization occurred on (B)(6) 2024 at 4:30 am. The patient experienced vomiting and tested positive for ketones (7.2). No further information available.